Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary biopsy forceps device was used during a bronchoscopy with biopsy procedure within the lung. According to the complainant, during the procedure, the sheath started to tear apart as the device was passed through the working channel of the scope. The procedure was completed with another radial jaw 3 pulmonary biopsy forceps device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.